Event description:
The tech alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake rod linkage and adjusted the brake casters to resolve the issue.